Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the fio2 levels were fluctuating due to pin holes in the tube portion of the cannula. No patient injury reported. The device was replaced without issue. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. The sample was returned for evaluation. A visual exam was performed and it was observed that there was a hole in the tube. It is possible that this defect occurred due to mishandling the product. The failure was reported during use. The instructions for use (IFU) mentions that the tubing should not be stretched to remove condensation, or damage/malfunction may occur. In the current manufacturing procedure, 100% leak testing is conducted during the assembly process and 100% visual inspection is done at the packing area. Any defective products would be detected prior to release from the manufacturing facility.

Event description:
The customer alleges that the fio2 levels were fluctuating due to pin holes in the tube portion of the cannula. No patient injury reported. The device was replaced without issue. The patient's condition is reported as fine.